Event description:
It was reported that the customer was requesting for a log review for a "sequence of events" on (B)(6) 2023 from approximately 16:45 to 17:15. In the additional follow up from the customer, it was mentioned that the nurse entered 10 meq kcl in a 100ml bag to infuse over 1 hour at 100ml/hr under the guardrails at approximately 1645. The nurse hung a bag of potassium at 1645 and programmed it as a secondary using the guardrails for the medication. The nurse was going around and came back into the room and it somehow caught by the nurse that the bag was empty. The nurse looked at the clock and it was 1710. The bag was essentially empty. The pump was immediately stopped and the set-up was inspected but according to the nurse, "no error in my actions that would cause the medication to go in at twice the speed." The volume to be infused (vtbi) on the pump had about 50ml left on it and yet the bag was empty. The pump modules were then changed out. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : b17 - device not returned, b15 - analysis of data provided by user/third party additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, device manufacture date, imdrf annex b code. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the customer was requesting for a log review for a "sequence of events" on (B)(6)2023 from approximately 16:45 to 17:15. In the additional follow up from the customer, it was mentioned that the nurse entered 10 meq kcl in a 100ml bag to infuse over 1 hour at 100ml/hr under the guardrails at approximately 1645. The nurse hung a bag of potassium at 1645 and programmed it as a secondary using the guardrails for the medication. The nurse was going around and came back into the room and it somehow caught by the nurse that the bag was empty. The nurse looked at the clock and it was 1710. The bag was essentially empty. The pump was immediately stopped and the set-up was inspected but according to the nurse, "no error in my actions that would cause the medication to go in at twice the speed." The volume to be infused (vtbi) on the pump had about 50ml left on it and yet the bag was empty. The pump modules were then changed out. There was patient involvement but no harm.

Event description:
It was reported that the customer was requesting for a log review for a "sequence of events" on (B)(6) 2023 from approximately 16:45 to 17:15. In the additional follow up from the customer, it was mentioned that the nurse entered 10 meq kcl in a 100ml bag to infuse over 1 hour at 100ml/hr under the guardrails at approximately 1645. The nurse hung a bag of potassium at 1645 and programmed it as a secondary using the guardrails for the medication. The nurse was going around and came back into the room and it somehow caught by the nurse that the bag was empty. The nurse looked at the clock and it was 1710. The bag was essentially empty. The pump was immediately stopped and the set-up was inspected but according to the nurse, "no error in my actions that would cause the medication to go in at twice the speed." The volume to be infused (vtbi) on the pump had about 50ml left on it and yet the bag was empty. The pump modules were then changed out. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. .

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer was requesting for a log review for a "sequence of events" on (B)(6) 2023 from approximately 16:45 to 17:15. In the additional follow up from the customer, it was mentioned that the nurse entered 10 meq kcl in a 100ml bag to infuse over 1 hour at 100ml/hr under the guardrails at approximately 1645. The nurse hung a bag of potassium at 1645 and programmed it as a secondary using the guardrails for the medication. The nurse was going around and came back into the room and it somehow caught by the nurse that the bag was empty. The nurse looked at the clock and it was 1710. The bag was essentially empty. The pump was immediately stopped and the set-up was inspected but according to the nurse, "no error in my actions that would cause the medication to go in at twice the speed." The volume to be infused (vtbi) on the pump had about 50ml left on it and yet the bag was empty. The pump modules were then changed out. There was patient involvement but no harm.